Manufacturer narrative:
Images provided from the revision procedure identify the area on the explanted complosix kugel patch where the recoil ring was identified as having perforated the intestine. Image shows a section of separated recoil ring protruding out from the device. Evaluation of the returned sample confirmed the device (composix kugel) was subject to recall in 2006 (ref. Z-0760-06). Examination confirmed material separation of the recoil ring. A prior investigation has been completed. The lot number of the implant was not able to be provided, therefore we are unable to review the manufacturing records. The date of implant was not provided and is estimated as an exact date was not identified.

Event description:
It was reported that in 2006 the patient underwent the repair of an incisional hernia and was implanted with a bard/davol composix kugel hernia patch. As reported on (B)(6) 2019 the patient presented with abdominal pain and underwent a CT scan revealing an abscess. The patient was hospitalized and treated with drainage of the abscess. On (B)(6) 2019 the patient underwent an open procedure and the mesh was removed. As reported the mesh was found adhered to the bowel. The patient's small bowel (approximately 60 cm) and colon (approximately 10cm) were resected. The recoil ring was found to protrude into abdominal cavity and had perforated colon.